Manufacturer narrative:
H10: related report number - updated to include related report number. B3: event date: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported via medwatch (B)(4) that fragment of the balloon detached. A 3.0mm x 150mm x 150cm sterling balloon catheter was advance for used. During the angioplasty of the femoral bypass graft, a fragment of the balloon detached from the device and remained lodged within the patient's artery. The physician deployed a stent to secure the fragment in place, and it was retained within the patient's vasculature. There were no patient complications reported.

Event description:
It was reported via medwatch (B)(4) that fragment of the balloon detached. A 3.0 mm x 150 mm x 150 cm sterling balloon catheter was advance for used. During the angioplasty of the femoral bypass graft, a fragment of the balloon detached from the device and remained lodged within the patient's artery. The physician deployed a stent to secure the fragment in place, and it was retained within the patient's vasculature. There were no patient complications reported.

Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.